Manufacturer narrative:
Correction: as received, the device was at eri. Longevity analysis found the device to have depleted prematurely. The cause of the premature depletion was found to be due to excess current being drawn from the circuitry. The high current was due to a hybrid anomaly.

Manufacturer narrative:
The reported event of high current drain and premature battery depletion could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited high current drain. The device longevity estimate was drastically decreased from what was expected. Replacing the device was discussed. There were no patient consequences.

Event description:
New information received noted that the patient was stable post explant.